Manufacturer narrative:
It was reported that "while sitting on the seat of the rollator outside. The leg bent to one of the front swivel wheels and the customer fell and hit his head on the cement and had to be hospitalized for 3 days. He is having issues with his neck, shoulders and has daily headaches". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall requiring hospitalization.